Event description:
This is a report of an un-witnessed fall. Per patient - patient attempted to get up by sliding down to foot rest. Foot rest collapsed and patient landed on floor. No injuries ocurred. Call bell within reach at time of fall. Patient educated on importance of requesting assistance from nursing staff to get up.